Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the proximal end. Information from the complaint indicated that the guidewire was found to be in good condition after unpacking and during preparation, the device was prepared as per the dfu, resistance was encountered in microcatheters, continuous flush was maintained, and the procedure was completed with same microcatheters. Based on returned device analysis, the ptfe coating appeared to have been scraped off of the guidewire with the torque device collet and/or the introducer. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe peeling was determined to be failure to follow instructions.

Event description:
During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off from the proximal end of the guidewire. No clinical consequences reported to the patient.